Manufacturer narrative:
The customer reported a system message (sm) was displayed while priming the cassette. The system was eventually restarted and the surgery was performed with another cassette. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this cassette lot number or system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that when testing and calibrating the pack on the system, while choosing "pass to the test", the system displayed a message and turned off. The system was able to be restarted after 15 minutes (all earlier attempts to restart the system had been unsuccessful). Another cassette was used and the procedure was able to be performed. The patient had been under general anesthesia at the time of the event, and anesthesia had to be prolonged 20 minutes as a result. There was no impact to the patient reported.